Event description:
It was reported that the 9600+ sys would not boot up. It was noted that it was stuck at 18 arrows on the display. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an investigation. Based on info provided the following components have been ordered. X-ray regulator pcb, power motor relay pcb and the power/signal interface pcs. It is believed that once the identified components are replaced, the reported issue will be addressed. If any add'l info is received that indicates otherwise, a follow up report will be submitted as required.